Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump did not alarm as loud as it should. The customer¿s blood glucose was unknown. Customer reported insulin pump rejected new batteries and received failed battery test few times. Customer reported that there was scratches on insulin pump casing. Customer stated that the reservoir ring was worn and had trouble to put new reservoir. Customer stated that they received random unexplained no delivery alarms few times motor was slower during rewind as well as insulin pump loses settings during battery change 3 to 4 times. The insulin pump will not be returned for analysis.